Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the dideco ats autotransfusion cardiotomy reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The reported reservoir was discarded by the hosp and not saved for eval. Sorin group (B)(4) has completed their investigation. Communication with the head of anesthesiology at the hosp acknowledged that this issue was caused by improper use, which led to the vacuum level being improperly adjusted. Sorin group (B)(4) concluded that the event is not related to a malfunction of the device but rather to mismanaging of the vacuum setting during use.

Event description:
Sorin group received a report that during an autotransfusion procedure, the reservoir imploded. It was reported that the implosion created a loud noise. It was reported that the anesthetist had damage to one ear due to acoustic shock. There was no report of pt injury.